Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. Treatment for peritonitis event was unknown. At the time of this report, the patient was not recovered from the event. It was not reported if pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.